Event description:
The customer reported that a patient's sample did not react in the anti-a microtube using mts a/b/d monoclonal and reverse grouping card lot# 101007037-22. The sample was repeated on the provue and in manual gel test with 3 different gel card lot#s and the same negative results were obtained in the anti-a microtubes. The sample reacted positive (2+) with 2 different anti-a reagents in tube method and negative with anti-a1 lectin. The sample was identified as group a2b pos with anti-a1. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Ocd was unable to confirm the customer's complaint. Retained testing and batch record review were within release specifications. Additional complaints were opened for lot 111307037-19, (B) (4), MDR# 1056600-2008-00189 and lot 012308037-11, (B) (4), MDR# 1056600-2008-00190. (B) (4).